Event description:
It was reported that there was patient involvement with device infusion. Previously the customer requested an event log review to determine if the infusion was programmed incorrectly, therefore it was presumed there was an under/over infusion at this time. Since initial contact the customer declined further investigation at this time.

Manufacturer narrative:
Correction-device was not returned. The reported event of a possible programming error could not be confirmed. No device or event logs have been returned for this investigation. The root cause was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
A log review was requested to determine if the infusion was programmed incorrectly. The customer declines further investigation at this time.